Event description:
Customer reports that one finger was punctured while breaking the directcheck control glass ampule and control material penetrated the open cut. The customer stated this occurred while using the ampule's protective sleeve. The customer received medical treatment at the site. In a follow-up phone call, the customer reported to itc that the cut "is healing fine."

Manufacturer narrative:
(B)(4). Manufacturer method: no product returned from user facility. Manufacturer results - customer complaint could not be confirmed. Manufacturer conclusions - no conclusion can be drawn.